Event description:
It was reported that the patient was hospitalized with blood glucose levels as high as 600 mg/dl. The patient does not think she was calculating her carbohydrates correctly and thinks her basal rates in her infusion device needed adjusted. She was treated with an IV of fluids at the hospital; she did not know what the IV contained. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.